Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a high-pressure message was noted. It was also reported that the cassette was changed out and reconnected but after about 5 minutes, the same error came up. Subsequently, patient refused her treatment which was 70ml. No adverse effects were reported.